Manufacturer narrative:
Follow-up #1 date of submission 05/01/2014-product analysis:the pump has been returned and evaluated by product analysis on 04/18/2014 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast keypad button was intermittently responsive. There was evidence of keypad contamination found under the contrast and up key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the up keypad button was intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.